Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a lec error 1836. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.